Event description:
It was reported that, "patient has pain on and off. The review of patient x-ray revealed broken screw. The dr. Felt the cup never fully assimilated into the acetabulum therefore, causing the screw to break. A revision surgery is planned."